Event description:
Reportable based on analysis completed on (B)(4)-2010. It was reported that during a percutaneous coronary intervention (pci) procedure, crossing difficulties occurred. The 75% stenosed lesion was located in the severely tortuous proximal left circumflex (cx) artery. The lesion was pre-dilated with a 2mm x 20mm maverick balloon catheter. The physician attempted to advance a 2.5mm x 28mm promus element stent delivery system (sds) however, the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the 2.5mm x 28mm promus element (sds) revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): a visual and microscopic examination of the device revealed stent damage. The struts on the mid section of the stent were bunched. The proximal section of the stent moved distally on the balloon with the proximal edge of the stent 13mm from the proximal marker-band. The device was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted with no restrictions noted. Microscopic examination of the balloon and tip sections of the device identified no issues that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)